Event description:
It was reported that a pta balloon would not deflate. The catheter was able to be removed from the pt and another balloon was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The sample was returned and the lot number was provided. The device history records are being reviewed and the investigation is currently underway.